Event description:
The customer observed positively biased quality control results processed using vitros valp reagent on a vitros 5,1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not processed for valp during this event. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation concludes that biased valp quality control results were obtained while using vitros chemistry products valp reagent on the vitros 5,1 fs analyzer. A definitive root cause could not be determined. However, operating the analyzer outside of recommended site specifications for ambient temperature and reagent pack handling issues cannot be ruled out as contributing factors. There is no evidence that the vitros 5,1 fs analyzer was not operating as expected. There were no erroneous patient results reported, and there was no allegation of harm.